Event description:
It was reported that noise resulting in oversensing and automatic mode switch was observed on the atrial lead. No intervention has been performed. The lead remains implanted and the patient was stable.